Event description:
It was reported that the lead exhibited an increase in pacing impedance and thresholds, and that the patient was feeling exhausted. A chest x-ray revealed that the lead had perforated. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.